Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient stated they had the device to allow them to urinate easier. It was supposed to make it more comfortable, but it was really uncomfortable to urinate. They had done the test trial and the doctor said that it would work, but it never really worked. Patient reported they had shut it off a year after they had it because it was shocking them in the scrotum. The patient kept turning it down, but if they walked, squatted, or sat they could feel a shock under the peritoneum in the left testicle. The patient was sent physician listings to see about device removal. The patient reported the device was uncomfortable because they didn't have much meat in their rear end. No further complications were reported or anticipated.

Manufacturer narrative:
Sex: corrected to male. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v918348, implanted: (B)(6) 2012, product type lead.(B)(4) (serial#(B)(4)) and lead (lot#v918348). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said they are feeling electric shocks and mentioned wire dislodgement as well. They also feel pain at their back and is seeking healthcare providers to get the device explanted, but can't find an hcp who will accept their insurance. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they turned the ins off about 6-8 months after implant because they were experiencing uncomfortable stimulation on their scrotum, and they never experienced therapeutic effect. It was stated that they are still having frequent urination because of this. They were again sent physician listings to see about device removal. No further patient complications are anticipated or expected as a result of this event.